Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2210138. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not display any signs of defect.

Event description:
It was reported that the bd discardit¿ ii syringe leaked out next to the plunger. The following information was provided by the initial reporter: the medicine can leak out next to the plunger.

Event description:
It was reported that the bd discardit¿ ii syringe leaked out next to the plunger. The following information was provided by the initial reporter: the medicine can leak out next to the plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.